Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was recently hospitalized due to a blood glucose level of 350 mg/dl. The caller reported that the customer was wearing the insulin pump until one hour before the hospitalization. The caller was unable to complete high blood glucose level troubleshooting. The insulin pump was not replaced or returned for analysis.